Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer was not using pump at time of event. No additional information was provided.